Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate showed visible signs of usage but is in working condition. The manufacturing documentation was reviewed and no discrepancies were observed and the lot was manufactured according to specifications. The plate was manufactured in april 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date post-operatively it was discovered a patient had a non-union and signs of infection were observed. On (B)(6) 2014 the plate and screws were implanted to the patient with a distal tibia fracture. On (B)(6) 2014 the removal operation of the implants was performed. During the surgery, the screws at the proximal side were found to be broken. After the removal, external fixation was done. No surgical delay. This is report 3 of 4 for (B)(4).